Manufacturer narrative:
The lot number was manufactured between august 20, 2018 - august 21, 2018. Two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike of both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Upon sample evaluation of two 2000 ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag companion samples, leaks were identified at the middle port of both unused samples. The samples were received in unopened packages. There was no patient involvement. No additional information is available.